Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-04422. The patient received his scs system on (B)(6) 2011. It was reported the patient had a staph infection at the pocket site. The physician removed the entire scs system. It was reported the physician did not think the infection was device related.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.